Manufacturer narrative:
The service rep could not duplicate problem. He cleaned and recompounded hv cables then performed a filament calibration. Verified system fluoro. System operates as intended.

Event description:
Customer reported generator error occurred during a spine case. No pt injury was reported.